Event description:
A caller reported a cgm error, specifically error 42. There was no impact on the customer¿s blood glucose level, as it was within the normal range. Technical support assisted the caller with a pump reset, and after the reset, the cgm error code did not appear again, allowing the caller to successfully start their sensor session.